Event description:
The cause of death was unknown. The death was not considered to be device related and that the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Review of the downloaded log files revealed low flow alarms and a pump stop event due to a driveline disconnect; however, a specific cause for these events could not be conclusively determined through this evaluation.the controller event log file downloaded from the returned controller contained relevant data from (B)(6)2026 through (B)(6)2026. A low flow alarm was captured on (B)(6)2026, followed by the driveline being disconnected and reconnected, which resulted in a pump stop event. The driveline was disconnected again, and external power was removed, consistent with withdrawal of support. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected.the heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation.the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket.section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook further explains that the pump cannot run without power.section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away (B)(6) 2026 while visiting their family. The cause was reported as unknown. Controller (B)(6) was returned.